Manufacturer narrative:
(B)(4). B5: describe event/problem- corrected information d10: concomitant medical product name- corrected information d10: medical product- corrected information d10: therapy date- corrected information h2: type of follow up- corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.